Manufacturer narrative:
H6: additional impact code: 2563. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the implantation of the first cage, the tip of an roi-c implant holder fractured and part of the instrument became stuck in the implant. The surgery was suspended and completed the following day. The surgical technician reported that the surgeon drilled a little into the side of the cage to remove the part of the instrumentation that had remained in the cage. The cage remained implanted. There were no additional consequences for the patient and the patient recovered successfully post-op.